Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient was scheduled for an MRI due to the patient experiencing a stroke and other, unspecified symptoms only 3 weeks out from implant. No device issues were reported. Nofurther patient complications have been reported as a result of this event.